Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09543.

Event description:
As reported by our edwards affiliate in canada, during a transfemoral tavr procedure, no issues during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the esheath were reported. When the valve exited the sheath, it became caught on calcium in the descending aorta. A valve strut became 'unaligned with the rest of the valve', bent. The decision was made to move the valve to the aortic annual and attempt deployment. However, the valve was not able to cross the native leaflets. Since the system could not be removed with the valve on the balloon, it was decided to deploy the valve in the descending aorta. Once the valve was deployed, the delivery system and sheath were removed. A non-edwards valve was then successfully deployed, and the procedure was completed. The patient was stable throughout the procedure. No vascular complications were reported. It was perceived that patient calcification contributed to the event.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery revealed during the advancement of the delivery system, the sapien 3 ultra valve appeared to catch on the anatomy and compress the delivery system. After passing the delivery system through the aortic arch, the crimped valve appeared to be damaged ' an inflow strut was bent. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint for 'difficult to track system through anatomy' was confirmed by the provided imagery. However, the complaints for 'difficulty or inability to cross native annulus and/or bioprosthesis' and 'difficulty or inability to withdraw system with valve through sheath' were not able to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'there was a resistance once the valve exited the sheath and a strut became unaligned with the rest of the valve. Valve was caught on some calcium.' Additionally reported, 'perceived root cause of the reported was patient's calcification.' Obstructive calcification can prevent the advancement of delivery system. The valve may have interacted with calcium nodes in the advancement pathway and the system struggled to progress further. Furthermore, the training manual warns that calcification can also make it difficult to cross the native valve and position thv. The presence of calcification can also make the pathway challenging as the delivery system crosses the valve. Additionally reported, 'unable to withdraw the system with the valve on the balloon.' The provided imagery revealed a valve strut was bent outward. Calcification can create non-coaxial withdrawing angles of the delivery system into the sheath, making the bent valve strut more susceptible to catching on the sheath tip and further contributing to the reported withdrawal difficulties. Available information suggests in addition to procedural factors (withdrawal of damaged valve), patient factors (vessel calcification) may have contributed to the reported advancement difficulties, and withdrawal difficulties. The withdrawal difficulties may have contributed to the placement of the sapien 3 ultra valve in the non-target location. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.